Event description:
This console was not on a patient. The customer reported that during a routine console checkout, the css console vacuum compressor did not work. The hospital biomedical engineer replaced the vacuum compressor, and the css console successfully passed the console test validation protocol. The vacuum compressor that was removed from the css console was examined by the hospital biomedical engineer. He reported that the circuit breaker was not in the correct position. After resetting the circuit breaker, he installed the vacuum compressor in a css console, performed electrical and performance tests, and the vacuum compressor functioned as intended. There was no malfunction of the vacuum compressor. This alleged failure mode poses a low risk to a patient because it occured during routine console checkout and was not on a patient. In addition, this alleged failure mode does not negate the ability of the css console to perform its life-sustaining functions, because the css does not require vacuum to achieve appropriate cardiac output. Syncardia has completed its evaluation of this complaint and is closing this file.